Manufacturer narrative:
Concomitant medical products: product ID: wr9220; serial#: (B)(4); product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a shocking sensation while they were recharging. The patient called with the assistance of their son as a (B)(6) interpreter. Patient has been having an issue with charging the ins. Patient was having difficulty locating the ins and could not feel it easily. The charger would continue to search for the device. The following troubleshooting steps were performed; located the ins by looking for incision and/or palpating the ins, repositioned the recharger, moved the charger away from the lead, recommended patient lean forward while sitting to optimize ins position, recommended using recharger over a thin layer of clothing. The caller indicated they would like to discontinue troubleshooting over the phone and will follow up with patient's physician for additional support. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient's managing physician had not been notified. The cause of the difficulty maintaining a connection was determined. The doctor wrote that the ins was repositioned away from the incision site due to pain from the scar tissue formation. The patient was going to have a follow up appointment. It was unknown whether the patient was able to successfully recharge the implant. The approximate implant depth and location was noted as 1.5 cm right buttock medial to the incision site. In response to an inquiry regarding the reported shocking sensation, the hcp noted that the shocking sensation was felt only during a recharge session. It was unknown if a layer of clothing between the recharger an the patient's skin was attempted during troubleshooting. The belt was used, but did not resolve the sensation. An attempt to reduce the recharge speed was not made.